Manufacturer narrative:
Additional plug-in leg information: model no. Sg-hbl-81-18-a13-20, lot no. Bl53688-1, manufacture date. 07 oct 2014, expiry date. 06 oct 2016. A full review of the device history record for these devices has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the devices have not met the final release criteria. From a review of the patient's anatomy, both iliacs are severely tortuous and the proximal neck is highly angulated (alpha~ 77, beta~ 82). It is most likely that the physician encountered significant resistance inserting the contralateral limb in the external iliac due to the extreme tortuosity. The buckling of the nosecone due to it being unsupported by the lunderquist wire, led to the proximal end of the main body stent graft being pushed up and occluding the renal arteries. There is no information to suggest a device malfunction.

Event description:
Evar was performed (B)(6) 2016. Event: main body aorfix graft proximal migration (open repair conversion). Contralateral limb was inserted with significant resistance from external iliac. Left ipsilateral leg was constrained 3cm past gate. Surgeon advanced then relaxed. This was repeated with some success. It was noted the contralateral lunderquist wire at the back table had greatly retracted. Surgeon imaged proximal to see wire position and noted floppy end of wire was now in the nosecone of delivery catheter. This resulted in nosecone buckling in neck angle and pushing graft proximally above the left renal artery. Post angio run of deployed main body and contralateral leg, imaging revealed main body graft had migrated above renal arteries leading physician to opt for open conversion and resection of implanted graft(s).